Event description:
Balloon in vessel during percutaneous coronary intervention (pci). The shaft broke while in guiding catheter when balloon was coming out of the body. Both pieces were removed from guiding catheter. No shearing or fraying noted. No harm done to patient.======================manufacturer response for trek coronary dilatation catheter, trek coronary dilatation catheter (per site reporter).======================the device will be returned to abbott via clinical rep.